Event description:
The customer reported that the insulin pump alarmed no delivery multiple times during bolus, basal and fixed prime. It was stated that the reservoir is not empty. The customer was advised to disconnect and perform fixed prime; insulin did exit. The cannula was not bent. The customer was explained that the alarms could have been be caused by site related issues. Blood glucose value is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.